Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited high pacing impedance, loss of capture and loss on sensing. The atrial lead was explanted and replaced. The patient was stable throughout.